Event description:
It was reported that the deflated balloon formed a hard rounded ridge at the front end and prevents smooth removal from the urethra. Pain/resistance felt towards the end quarter of the urethra.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.